Manufacturer narrative:
Based on the available info this event is deemed a serious injury. The end user stated their physician recommended the usage of (B)(4) powder; however, the end users dermatologist recommended discontinuing the use of (B)(4) powder. It was not stated if the end user stopped the use of the (B)(4) powder. It was also stated the usage of accessory products was discussed with the end user. No add'l pt/event details have been provided to date. Should add'l info become available a follow-up report will be submitted. A return sample for eval is not expected. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.

Event description:
An end user reported a rash at the 9 o'clock position around their stoma. The end user went on to state the area started out red and has now progressed in size "to the size of half a grapefruit" and is now open and weeping.